Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the external carotid artery. The step by step was performed on a nav6 embolic protection system to encapsulate the filter into the delivery catheter correctly; however, the system was removed from the package and it was noticed that the tip of the catheter was bent or broken. The device was not used. The procedure was successfully completed with a new filter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported kink was confirmed as well as the reported break on the device (which was confirmed to be an additional kink on the core bare wire) was also confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.